Event description:
It was reported that cgm error 42 occurred repeatedly on pump, with same error noted multiple times on this device. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump while technical support arranged shipment of replacement pump, confirmed shipping address, and instructed customer on how to place pump into storage mode, reenter pump settings, reconnect cgm to replacement pump, and return problematic pump within 10 days, which customer understood and acknowledged.